Event description:
Electrolyte imbalance [electrolyte imbalance] extreme pain [knee pain] edema [edema knees]. Case narrative: initial information received on 13-sep-2019 from united states regarding an unsolicited valid serious case received from a physician via sales representative. This case involves a 74 years old female patient who experienced electrolyte imbalance, extreme pain and edema (latency unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate, dosage unknown via intra-articular route (with an unknown batch number) for unknown indication (batch number: unknown). Information on batch number was requested. Reportedly, the patient stated that the vial looked cloudy but the physician disagreed. On an unknown date the patient developed electrolyte imbalance, after unknown latency following the first dose intake of hylan g-f 20 sodium hyaluronate. The patient was hospitalized for this event. On an unknown date, after unknown latency, the patient had extreme pain and edema. This event was leading to intervention as the patient was placed on prednisone and knee was 'tapped'. Action taken: not applicable for all events corrective treatment: prednisone for extreme pain, edema; not reported for electrolyte imbalance outcome: recovered for all events a product technical complaint was initiated on 23-sep-2019 for synvisc one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 23-sep-2019. Additional information received on 23-sep-2019. Investigation summary received and ptc results added.

Event description:
Electrolyte imbalance [electrolyte imbalance]; extreme pain [knee pain]; edema [edema knees]. Case narrative: initial information received on 13-sep-2019 from united states regarding an unsolicited valid serious case received from a physician via sales representative. This case involves a (B)(6) years old female patient who experienced electrolyte imbalance, extreme pain and edema (latency unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate, dosage unknown via intra-articular route (with an unknown batch number) for unknown indication (batch number: unknown). Information on batch number was requested. Reportedly, the patient stated that the vial looked cloudy but the physician disagreed. On an unknown date the patient developed electrolyte imbalance, after unknown latency following the first dose intake of hylan g-f 20 sodium hyaluronate. The patient was hospitalized for this event. On an unknown date, after unknown latency, the patient had extreme pain and edema. This event was leading to intervention as the patient was placed on prednisone and knee was 'tapped'. Action taken: not applicable for all events. Corrective treatment: prednisone for extreme pain, edema; not reported for electrolyte imbalance. Outcome: recovered for all events.